Event description:
It was reported that log files were submitted since patient had slight increase in flows and computed tomography angiography (cta) showed 60-70% narrowing of the outflow graft. The log displayed lower flows. There were no other unusual events seen within the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 investigation findings: 4253 - blockage identified. Manufacturer's investigation conclusion: the reported narrowing of the outflow graft could not be confirmed as no images were provided and no product is available for investigation. A specific cause for the obstruction and a direct correlation between this narrowing and the low flow events observed in the submitted log files could not be conclusively determined through this evaluation. The submitted system controller event log file captured transient low flow fault flags on (B)(6) 2023 which were not sustained long enough to result in any low flow alarms. No other notable alarms or events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction", addresses all pump parameters. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This sections also explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting¿, explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, 6, rev. D is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.